Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a lot of atrial tachyarrhythmias (at/af) detection episode causing by far field r wave and the low, out of range impedance were observed on the atrial lead via merlin.net. Programming changes were discussed. There were no patient symptoms reported.